Manufacturer narrative:
The hospital biomedical engineer troubleshot the reported complaint with ge healthcare technical support and determined an out of box failure of the sensor interface board. A new sensor interface board has been ordered as proposed resolution. No report of patient involvement.

Event description:
The hospital reported the unit alarmed and was not able to mechanically ventilate after the replacement of the sensor interface board. There was no report of patient involvement.